Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included blood pressure high. Previously administered products included for birth control: mirena iud from 2007 to 2010. Concurrent conditions included supraventricular tachycardia since (B)(6) 2011. Concomitant products included atenolol since (B)(6) 2011 and chlortalidone (chlorthalidone) since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain / hip pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and arthralgia was resolving, the vaginal haemorrhage, menorrhagia and fatigue had resolved and the uterine leiomyoma outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, uterine fibroids, hip pain, pelvic pain, device monitoring procedure not performed were added. Essure removal date and surgeries were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included blood pressure high. Previously administered products included for birth control: mirena iud from 2007 to 2010. Concurrent conditions included supraventricular tachycardia since (B)(6) 2011. Concomitant products included atenolol since (B)(6) 2011 and chlortalidone (chlorthalidone) since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain / hip pain"). On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and arthralgia was resolving, the vaginal haemorrhage, menorrhagia and fatigue had resolved and the uterine leiomyoma outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- essure device was placed. 4 coils were noted to be trailing in the uterine cavity from the right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis. Uterus, cervix (147 gm), bilateral fallopian tubes, robotic assisted hysterectomy with bilateral salpingectomy: secretory endometrium. Leiomyomata, intramural (largest 1.0 cm in greatest dimension). Mild acute and chronic cervicitis with reactive epithelial changes. Benign bilateral fallopian tubes. Ovarian cyst, left, excision: fragments of cystic corpus luteum and ovarian parenchyma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: new pfs + mr received- lot number, reporters information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included blood pressure high. Previously administered products included for birth control: mirena iud from 2007 to 2010. Concurrent conditions included supraventricular tachycardia since (B)(6) 2011. Concomitant products included atenolol since (B)(6) 2011 and chlortalidone (chlorthalidone) since 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain / hip pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and arthralgia was resolving, the vaginal haemorrhage, menorrhagia and fatigue had resolved and the uterine leiomyoma outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- essure device was placed. 4 coils were noted to be trailing in the uterine cavity from the right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis uterus, cervix (147 gm), bilateral fallopian tubes, robotic assisted hysterectomy with bilateral. Salpingectomy: secretory endometrium. Leiomyomata, intramural (largest 1.0 cm in greatest dimension). Mild acute and chronic cervicitis with reactive epithelial changes. Benign bilateral fallopian tubes. Ovarian cyst, left, excision: fragments of cystic corpus luteum and ovarian parenchyma.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.